Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) red device malfunction screen upon interrogation. The device function is permanently limited to single zone therapy, with ddd pacing available. The patient states that they have not been exposed to MRI or emi. Technical services (ts) discussed that the device had exhibited a ram memory failure, and recommended immediate replacement. The patient has not reported any symptoms.